Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a faulty fuse on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.